Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00277 on december 17, 2019. On 01/14/2020 additional information: the customer refused to do precision analysis and no further assistance is required on this issue. On 01/17/2020: siemens has completed the investigation into a falsely elevated afp result. The sample initially read 9.2 ng/ml on lot 214 but when repeated was 2.1 and 2.2. Quality control (qc) was within range and the same reagent readypack was used for initial and repeat testing. No other samples were affected, and the customer is running without further issue. The customer is not interested in performing additional precision studies. Siemens is unable to rule preanalytical variables that may have contributed to the initial higher result. Should the customer observe further samples, we highly recommend a precision study be performed. In house data was reviewed for lot 214 and no fliers were observed in the release data. No product nonconformance was identified. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the discordant afp result. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A false high advia centaur xp afp result was obtained for a patient sample. The patient sample was repeated and the results were negative. The negative result was reported to the physician. Patient has a medical history of thyroid cancer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant afp results.